Manufacturer narrative:
The system controller was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the surgeon implanted the pump in the pt and the trans-esophageal echocardiogram (tee) showed air in the left ventricle and no flow going through the pump. Increasing pump speed did not resolve the issue. On the system controller, the yellow wrench alarm was illuminated indicating "system controller backup battery not installed." The system controller was exchanged and tee confirmed flow through the pump and air resolved in the left ventricle.

Manufacturer narrative:
Device evaluation - the reported event of a low flow alarm was confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller contained 68 entries of events. The recorded data indicated that the time clock was not set and the internal backup battery was not installed. The set speed was 6000 rpm with the exception of six entries where the speed was adjusted to 7000 or 8000rpm. The log file also revealed numerous motor stopped command received flags. The recorded power and flow estimation ranged between 0-3.4 watts and 0-3.6 lpm. There were numerous low flow hazard alarms recorded associated with flow estimation levels below 2.5 lpm. It should be noted that the alarm cleared when the speed was adjusted to 7000/8000 rpm and respectively the power and flow increased to 3.2-3.4 watts and 2.6-3.6 lpm. The returned system controller was functionally evaluated and the investigation determined the returned system controller was operating as intended. The system controller operated overnight while connected to a mock circulatory loop with no adverse events or alarms noted. The flow estimation calculated by the returned system controller appeared similar when compared with the flow estimation calculated by a test system controller during the evaluation. The evaluation could not determine the specific cause of the events captured in the system controller log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.